Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The catheter metal cover end was found kinked. It was found during the operation. Right before access to the target lesion, the catheter did not advence properly therefore the physician withdrew catheter and found that the cathater was kinked on the proximal end. No other devices were used. No tortuous vessels were found. Other catheter was replaced. The procedure was completed successfully.

Manufacturer narrative:
Results: this catheter is kinked approximately (6.7 cm) from the hub at the distal end of the spiral-cut strain relief. The catheter also has pinches along the entire shaft. Conclusion: the complaint has been evaluated and confirmed. The complaint description states that the metal cover [strain relief] was found kinked during the procedure. This damage could have come from mishandling the product when placing and during manipulation in the patient. This catheter also had pinches along the shaft. The cause of this damage cannot be determined.